Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the clinical diabetes specialist that an unspecified malfunction alarm occurred when the customer turned the pump on for the first time. The customer's blood glucose level was not impacted. It was confirmed that the customer would continue to use another pump for insulin therapy until the replacement pump is received.

Manufacturer narrative:
There was no patient involvement, as device had not yet been used on the customer at the time of the reported event.